Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh and ventralex hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh and ventralex hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2016 - patient was diagnosed with umbilical hernia and bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device 1) and 3dmax mesh (device 2 ¿ left and device 3 ¿ right). Per operative notes, ¿a semicircular infraumbilical incision was made. There was a recurrent large indirect hernia sac, which was dissected out. A 3dmax mesh (device 3) was placed into the right inguinal side and secure it with sutures. Left direct hernia sac was dissected out. A 3dmax mesh (device 2) was placed into the left inguinal side and secure it with sutures. The umbilical hernia sac was dissected free. A large round ventralex mesh (device 1) was placed and secure it with sutures.¿(B)(6) 2023 - patient was diagnosed with periumbilical abscess thereby underwent repair with incision and drainage of abscess. (B)(6) 2023 - patient was diagnosed with recurrence umbilical hernia, infected mesh, fistula, scar tissue, adhesion thereby underwent open repair with explant of ventralex mesh (device 1) and implant of biological mesh. Per operative notes, ¿a transverse infraumbilical incision was made. Umbilical hernia sac was dissected out. Previously placed infected ventralex mesh (device 1) was removed. All adhesions scar tissues were taken down. A biological mesh was placed into the defect and secure it with sutures.¿